Event description:
During an orif procedure on the medial epicondyle, left distal humerus, the surgeon inserted a 1.25mm k-wire, measured, drilled with the 2.7mm cannulated drill bit, then inserted the cannulated screw. Upon contact with the far cortex, the screw threads stripped off. The surgeon retrieved all fragments of the screw from the patient. The procedure was completed with no further issues and no reported harm to patient. It is reported post-op images verify all fragments were removed.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.